Event description:
It was reported that a homechoice cassette leaked from a tear in the patient line during peritoneal dialysis therapy. The patient was connected at the time. The patient noticed fluid leaking onto the floor and disconnected. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A portion of the device was received for evaluation. During visual inspection damage was observed in the patient line tubing. A leak was observed when the device was connected to a pressure gauge at 8 psi and submerged under water. Clear passage test was performed with no issues noted. The reported problem was verified. The cause of the reported condition was due to melted tubing, which was a result of the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.